Event description:
Boston scientific received information that following pocket closure of this device system, right ventricular (rv) lead and left ventricular (lv) lead pacing impedance measurements were greater than 2,500 ohms. The pocket was then re-opened and the rv and right atrial (ra) lead were removed from the device header and inspected. The leads were then re-inserted into the device header. The physician observed the wrench accessory to be ratcheting, however, the device set screws were not responding for the ra and rv leads. The physician unsuccessfully troubleshooted and the device was ultimately explanted and replaced. No other adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Visual and mechanical inspection of all set screws noted all but the distal atrial set screw were stuck in the "up" or counter clockwise direction. When attempting to tighten them against the lead, the wrench used would "ratchet", giving the appearance of tightening against the lead, but actually were not moving, as the wrench would not supply the force required to loosen them from their stuck position. The rise in lead impedance was a result of the incomplete connection to the leads, caused by the damage to the set screws. It is concluded that the damage to the device was induced. Detailed analysis of the device confirmed that the device paces and senses within specification.